Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The reported asr devices have been obsolete/discontinued/recalled from the market and will not be investigated further. A search of the complaints databases and/or review of device history records against the reported stem was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 4/22/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated infection. All implants were removed and a competitor spacers was placed. The patient was reimplanted on (B)(6) 2008. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers alleged pt suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and add'l surgery, and other injuries presently undiagnosed. It is further alleged it became and/or will become necessary for pt to incur expenses for doctors, hospitals, surgeries, nurses, and other reasonably required and medically necessary supplies and services, which said services are still continuing. It is also alleged pt has been and/or will be unable to attend to her regular employment, and her earning capacity has been diminished.